Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. An ilab ultrasound imaging system was used for intravascular ultrasound (ivus) examination of the target lesion. During preparation, it was found that the motor was unable to display the image. The procedure was not completed due to this event and was rescheduled. No patient complications were reported.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. E1 initial reporter phone: (B)(6). The motor drive unit 5 plus was returned for analysis. Visual inspection revealed that the motor drive unit 5 plus was in good condition and no corrosion was present. The device failed the functional test due to a faulty catheter socket.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). E1 initial reporter phone: (B)(6).

Event description:
T was reported that a device issue occurred, resulting in an aborted procedure. An ilab ultrasound imaging system was used for intravascular ultrasound (ivus) examination of the target lesion. During preparation, it was found that the motor was unable to display the image. The procedure was not completed due to this event and was rescheduled. No patient complications were reported.